Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter; the reporter stated that the meter read: "test is wrong - wrong test result". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.